Event description:
IV pump alarmed downstream occlusion during tpn administration. Unable to flush cvc port until removed one-link IV connector. Reconnected tpn to cvc without one-link IV connector. Pump did not alarm downstream occlusion.this facility has had multiple similar problems with this device. Line patency is confirmed. When the device is in place, fluid will not infuse. When the device is removed, fluid will infuse without difficulty.